Event description:
It was reported that non-sustained right ventricular oversensing (nsrvos) occurring after biventricular pacing, post paced t wave oversensing (pptwos) was observed on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). No other issues were observed.